Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-03960. It was reported the patient is not receiving effective stimulation. Reprogramming was unable to resolve the issue. The patient underwent t surgical intervention on (B)(6) 2018 where the lead was removed and replaced and the cervical lead was left in place, however the wires were cut so it is unable to be used. Postoperatively the patient is receiving effective stimulation.